Manufacturer narrative:
(B)(4) device evaluation: the report that the catheter was blocked was confirmed. Returned were a guide wire/advancer tube and a catheter. Both components exhibited signs of use. The catheter was examined with the unaided eye. There was a dark region visible inside the catheter near the tip. The inside of the tip of the catheter was examined using a microscope. Dried blood was visible inside the tip, completely occluding the catheter. A 10 ml lab syringe was used in an attempt to gently aspirate water through the catheter. The test was stopped as soon as a small amount of water and a particle of blood were aspirated into the syringe. A 0.025 in. Diameter solid lab wire was inserted through the catheter. It met resistance at the location of the blood, but it was able to push it out the tip. The catheter could then be easily aspirated and flushed with water. The catheter in this kit is provided as a catheter over needle combination and it is inserted into the patient as a combination per the IFU. Since a needle is inside the catheter prior to and during insertion, it would not be possible for the catheter to be blocked until after insertion. A review of the device history records did not reveal any manufacturing related issues. Other remarks: based on the condition of the sample and how the device is placed, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was placed in the patient without issue, however, the user was unable to measure the pressure. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.